Manufacturer narrative:
H11- disregard previous suppplemental report, submitted in error. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- disregard initial MFR report as it is n/a. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h11- disregard previous supplemental report, submitted on error. Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Disregard initial MFR report as it is n/a. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was implanted and removed intraoperatively. In a separate visit a replacement lens of the same length, different toric model/ power was implanted, and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).